Event description:
No RMA was issued, the implants are not expected to be returned. The plastic surgeon called to report she had implanted six ultrasoft implants on a patient. None of them were infected but the patient did not like the way they felt. The surgeon reported she had not done a good job of selecting her patient. The patient wanted the implants removed. The five out of the six were removed but the surgeon had a difficult time removing the implants from the lips. The implants from the lips had scar tissue ingrowth which made for a difficult removal. Numbness to their lips and drooling when drinking from a cup or glass. The surgeon was requesting advice on how to treat the patient with their current complaint of unmbness.